Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show a catheterization device inside an open sac kit. Creasing was observed on the packaging. The lidstock states, "do not bend." The protective tubing was removed from the guidewire, and one kink was observed on the guidewire body. The damage observed on the packaging and components is consistent with defects related to storage and shipping. A device history record review was performed, and no relevant findings were identified. The words "do not bend" are clearly visible on the front of the lidstock. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". Based on the customer description and photos , storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the device is uncovered, a bent guide is observed, so it is not used and the corresponding report is submitted." This was found prior to use. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "when the device is uncovered, a bent guide is observed, so it is not used and the corresponding report is submitted." This was found prior to use. There was no patient harm or injury. The patient's current condition is reported as "fine".